Event description:
During service of a flogard infusion pump by a baxter service technician, an low battery alarm was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log, functional, and battery testing identified the low battery alarm. The cause was determined to be a damaged battery. To address this issue, the battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.